Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a no delivery alarm from the insulin pump a month previously. The customer was offered and declined troubleshooting. The customer was advised to immediately call when the issue occurred to complete troubleshooting. The customer's blood glucose value was unknown. No further information was provided.